Event description:
In 4/5/2005, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had previously been admitted due to current limit advisory alarms, and had been placed on a stroke volume limiter (svl). At that time, the pt had suffered from a neurologic event, resulting in neurologic compromise and was ultimately placed on "comfort" care. Red heart alarms occurred and the pt expired following pump stoppage. The device was explanted and is being sent to the MFR for analysis.